Event description:
Peri-implantitis, infection, pain, mobility, swelling, dehiscence. Was the prosthesis fitted?: yes. How many implants supported the restoration: two. Type of prosthesis?: removable partial. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).